Event description:
The icp sensor was implanted and monitored patient's condition for approximately two days and then ceased to monitor. A new sensor was inserted, and functioned well.

Manufacturer narrative:
The device was tested in the following methods; visual examination, electrical continuity testing, electrical leakage testing, zero drift testing, offset - wet v. Dry and temperature sensitivity. The microsensor was evaluated and found to be non-functional. It is believed that the kink in the nylon catheter has resulted either in a wire fracture or blockage of the vent tube. The kink resembles the deformation caused by a tightly wound thread of suture. The MFR of the device provided secondary evaluation and concluded that the catheter was stretched to a point that not only was the strain relief removed but excessive tension was placed on the wires that they severed in the connector. Jjpi considers this file closed.